Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing what he thinks may be "trouble with this device". He is having problems with his carelink transmission and says he thinks its "because of the device". The patient's clinician followed up with the patient. A new carelink monitor was sent to the patient and the patient completed the carelink transmission with the new monitor. No patient complications have been reported as a result of this event.